Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient line open error. Per follow up information received via email on 15feb2024, device will be sent to task management for service and repair. Patient involved, but no negative outcomes. They used another arctic sun from the hospital to continue therapy. Per sample evaluation results on (B)(6) 2024, it was reported that the patient temp cable 2 was damaged inside cable at the connector plug side.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient line open error. Per follow up information received via email on 15feb2024, device will be sent to task management for service and repair. Patient involved, but no negative outcomes. They used another arctic sun from the hospital to continue therapy.